Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to be flattened, stretched and have a tear, as fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. The automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined. The pod generated an 0x9b alarm, indicating it has been more than 5 minutes after continuous glucose monitor deactivation without receiving a pod deactivation command. No problems were found that would cause the observed 0x9b alarm. The exact cause of the observed alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 18.8 mmol/l (338.4 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. The patient reported their bg values rose and did not respond to any correction bolus given. The pod was removed from their abdomen. The patient reported the pod started alarming, and they manually deactivated the pod. The patient could not recall the specific error message. After applying a new pod, their bg values were in range within a few hours. The device evaluation found the cannula flattened, stretched, and having a tear.